Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. Treatment information was not reported. Pd therapy was ongoing. On an unreported date, the patient recovered from the peritonitis. The patient was scheduled to be discharged from the hospital on a later date. This is the same patient as (B)(4). This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12i27059, h12j30078, h12e29053, h12f28087, h12d30047, h12g09010, h12g27079, h12h31095, h12j11037, h12k09112, and h12l13070 (product codes 5c4482 and 5c4483) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.